Event description:
The customer's mother reported via phone call that her son had high blood glucose but not hospitalized. Customer's blood glucose was 522 mg/dl. The customer stated that they were experiencing symptoms of excessive thirst and urination, stomach ache, nausea. Customer was treated with bolus. The customer was advised that the a 64 alarm was most likely the cause of lost sensor and a 64 alarm was resolved. The customer declined to troubleshoot lost sensor. The customer was advised if has any problem call us back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.